Manufacturer narrative:
Conclusion not yet available - eval in progress.

Event description:
The caller, rep of clinic department, reported that while preparing to intubate a pt the top cap (connector) broke off and fell onto the floor. The caller reported that another tube demonstrated the same issue of the cap breaking. The caller confirmed that no intervention was required as the pt had yet to be intubated.